Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was removed from service due to high thresholds measurements. The lead was surgically abandoned and will not be returned for evaluation. A replacement lead was implanted without further incident. No additional adverse patient effects were reported. It was reported that in additional to high right ventricular (rv) threshold measurements, intermittent out of range pacing impedance measurements greater than 2000 ohms were identified via remote monitoring data. At the revision procedure, no impedance issues were observed once this lead was disconnected from the device. Additionally, pacing system analyzer (psa) testing was performed multiple times and testing values were stable. The physician decided to keep this rv lead implanted and replaced the associated device as a device issue was now suspected. Approximately one week later, high impedance values were again noted via remote monitoring. The physician brought the patient back into the clinic and realized that the high impedance and thresholds occurred whenever the patient's arm was crossed over their chest. It was determined that the clinical observations were due to a postural issue that would not have been identified at the revision procedure. Therefore, a second procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was removed from service due to high thresholds measurements. The lead was surgically abandoned and will not be returned for evaluation. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.